Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# fg540000 serial(B)(4))

Event description:
It was reported that an approximately (B)(6) male obese patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered death. Post-procedure, after all products were removed from the patient¿s body, while preparing to move from the procedure table to the transport gurney, the patient took some deep breaths and then stopped breathing. Oxygen mask was placed and cardiopulmonary resuscitation (CPR) was initiated. Patient was intubated and CPR was performed for 30 minutes. Patient¿s implantable cardioverter-defibrillator (ICD) delivered approximately 7 shocks. Pulseless electrical activity (pea) occurred throughout the code. There is no autopsy information. Medical history includes an ICD and episodes of vt storm the week leading up to the procedure. Physician¿s opinion regarding the cause of the adverse event and the cause of death are not available. It was noted that upon cessation of CPR, the physician indicated that the patient had a weak heart and that it was a risky procedure.